Event description:
It was reported that after puncture, fluid was found to be oozing from the port-needle extension tubing where it connects to the needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Powerloc infusion set with a y-site was returned for evaluation. An initial visual observation showed use residues throughout the returned infusion set. Nothing remarkable was observed during an initial visual observation of the infusion set. A functional test of pressurizing the infusion set with water using a 12 ml syringe revealed a leak in the extension tubing at the needle housing/tubing joint. A microscopic observation revealed the tubing of the infusion set could be partially pulled out of the needle housing, revealing inadequate adhesive application. This failure was determined to be caused by insufficient adhesive application to the needle housing and tubing during the manufacture of the infusion set. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.